Event description:
From staff: during a robotically assisted right side vat wedge resection, the sureform 45 curved tip stapler was being used with a black load. The stapler would not fire due to tissue being too thick. The notice appeared on the screen that tissue was too thick halfway through the fire. The stapler was unclamped and removed. The staple load had partially fired. There was no bleeding from the staple line. When the stapler was removed, the blade for the stapler was still ejected and visible within the staple load that was inside the stapler. The stapler was removed from the surgical field and replaced immediately. From operative report: of note the black stapler loading usually sufficient for even dense parenchyma could not complete the firing and required a separate staple line which eventually sealed seemingly satisfactory with good hemostasis and hemostasis achieved.